Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after releasing the valve, the delivery catheter system (dcs) was pulled and the valve dislodged out of place. Subsequently a second valve was implanted. Additional information was received which indicated that the valve dislodged due to the dcs. Additionally, a second valve was not implanted following the dislodgement of the first valve. Additional information was received that no treatment was performed.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after releasing the valve, the delivery catheter system (dcs) was pulled and the valve dislodged out of place. Subsequently a second valve was implanted.

Event description:
Additional information was received that the valve was implanted in the native annulus over a medtronic guidewire. Slow deployment of the valve was performed. Prior to withdrawing the dcs, the nose cone was centered within the frame inflow, and the dcs was not torqued or twisted at any point during deployment.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after releasing the valve, the delivery catheter system (dcs) was pulled and the valve dislodged out of place. Subsequently a second valve was implanted. Additional information was received which indicated that the valve dislodged due to the dcs. Additionally, a second valve was not implanted following the dislodgement of the first valve.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device includes: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; updated data: b1. B2. Outcome attributed removed b5. Second paragraph added d4. H1. H4. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.